Manufacturer narrative:
The reported event of false pause episodes could not be confirmed. The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be confirmed.

Event description:
It was reported that the asymptomatic patient presented in clinic with oversensing on the pacemaker. Programming changes were made.

Manufacturer narrative:
Correction: the manufacturer narrative should have been: "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined."